Event description:
I underwent a full hip replacement with the surgeon using the depuy pinnacle implant. My surgeon has now recommended that I consider a revision because of the metal on metal and potential long term effects of higher chromium levels in my blood and tissue. Reason for use: replaced right hip.